Event description:
The pt, a post pneumonectomy pt, intubated and on the ventilator, had self extubated x2 during pt's ICU stay (the first time was 2 days post op). This past weekend the pt "coughed up" a foreign body, that turned out to be the ng holder from the secure easy device. The pt had been experiencing difficulty swallowing/eating and had been x-rayed, a CT was performed, and an egd, with no visualization of any foreings body. Additionally, an ent scoped the pt (to the cords) and saw what might have been an "external mass" (pt had history of cancer). A peg tube had been placed, but now the pt is eating and drinking with no difficulty. The device itself has been discrded, but the pt's spouse has retained the ng piece.